Event description:
The device was removed as the device "inflates partially and does not deflate". As reported to co, the entire device was removed and replaced with a non co's mfg product.

Manufacturer narrative:
According to the available info, this penile prosthesis was implanted on 9/27/96. The device was observed on 2/6/97, reportedly due to "only partial inflation" of the device, and the device "does not deflate." Add'l info was requested, but not received. Without add'l info, quality assurance (qa) is precluded from commenting on the circumstances surrounding the reported events. The pump, reservoir and both cylinders were received and evaluated by the MFR. During functional testing a leak was observed with the reservoir component. A microscopic examination of the device was performed. The cross sectional surfaces of the leakage site were uniformly striated, indicating contact with sharp instrumentation, such as a scalpel or hemostat. Based on the received info and quality assurance evaluation, qa concludes that the observed leakage site may have contributed to the reported difficulty with inflation. Because the device was released according to manufacturing and quality control procedures, qa concluded that the observed damage occurred subsequent to the device packaging being opened. Qa will accept difficulty with inflation as a reason for surgical intervention. No functional abnormalities were detected that would have contributed to the reported difficulty with deflation. However, qa is aware of physiological conditions which may contribute to difficult deflation. Therefore, qa will accept difficulty deflation as a reason for surgical intervention.